Event description:
Related manufacturer report number: 1627487-2021-19434. It was reported that the patient's right lead had impedance issues, and the left had high impedances. Break was noted. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.